Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. The reported issue could not be reproduced. All video and imaging aspects of the scope functioned properly.

Event description:
It was reported that all images were lost during a procedure. There was no report of any health consequences for the patient.